Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found significant rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The shock impedance was 122 ohms, which is high but within normal limits. The shock occurred while the sensing vector was set to the primary sensing vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.